Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen appear to be delayed when switching from screen to screen. Troubleshooting with tandem technical support was performed and the pump was functioning as intended. There was no reported impact to customer's blood glucose level.